Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The physician noted a lead dislodgement the day after implantation. The lead was successfully repositioned, and the patient is in a stable condition.